Event description:
The reporter stated that the pt was seen about nine months following her spinal surgery -a long fusion of the mid and lower thoracic spine to the pelvis, using an iliac screw. The indication for surgery was pain and degenerative changes of the spine. During a f/u visit, it was observed on x-ray that the iliac screw head had disengaged from the screw. The coral spine system is a fusion implant system used for the correction and stabilization of the lumbar or lower region of the spine.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.